Event description:
It was reported that the patient had ineffective therapy. The doctor confirmed that two leads have migrated. Surgical intervention may be taken at a later date to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9157725. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9157725.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.